Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported due to pt outcome.

Event description:
The user is reporting the device did not continue to issue instructions after a shock was delivered. The subject was not resuscitated.